Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had a reduced capacity due to overdischarge. Conclusion code applies to the implantable neurostimulator (ins) and conclusion code belongs to the lead.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, explanted: (B)(6) 2016, product type: lead; product ID 3550-39, serial# unknown, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708260, serial# (B)(4), product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 stating that the patient had two leads that had been previously implanted over their occipital nerves. However, the leads were not found in device registry records. One of the leads had come out of the skin at the "occipital surgeon me left side", which was reported to the healthcare professional (hcp) on (B)(6) 2016. Both occipital leads were explanted on (B)(6) 2016, along with the extension and the generator. The generator was replaced with another model and the extra port was plugged. There were no known contributing factors. The generator was discharged and was unable to be read, so no other diagnostics were performed. The issue was resolved at the time of report. Additional information was received from the rep on june 15th 2016 stating that the unlisted leads had been explanted, but the listed lead remained in service. It was not determined why the patient had two unregistered leads implanted, and it was undermined why the implantable neurostimulator (ins) was discharged. It was discharged, but was not in overdischarge mode, and it was replaced to avoid another surgery in the future. The indication for use was chronic low back pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.